Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted. This complaint is related to patient identifier (B)(6).

Event description:
It was reported that the gastrointestinal videoscope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's (lm) review of the customer cleaning disinfection and sterilization (cds) processes, results of user culture result, the device evaluation and the lms final investigation. The user facility provided the following result of the culture test: sampling date: (B)(6) 2024. Sampling from: the instrument channel. Cfu (colony forming unit). Bacterial identification: rahnella aquatilis number of bacteria (cfu (s)): 1+ bacterial identification: peanibacillus durus number of bacteria (cfu (s)): 1+ bacterial identification: sphingomouas paucimobilis number of bacteria (cfu (s)): 1+ bacterial identification: ochrobactrum anthropic number of bacteria (cfu (s)): 1+ bacterial identification: candida albican number of bacteria (cfu (s)): 1+ the lm reviewed the customer provided the cds processes where the following deviation from the IFU was confirmed: 'the brush used for brushing the channel was wiper pullthru made by abis inc., and the brush for the outlet was double head stubby brush made by abis inc.' A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and because the subject device was not returned, the reported event could not be confirmed. Per lm's investigation, the relationship between the subject device and the positive result of the culture test at user facility was hardly determined and the root of reportable issue could not be specified. The following is included in the device IFU: "IFU (reprocessing manual) describes about the infection control risk patients and operators in the following section. Chapter 1, ¿general policy¿ section 1.4, ¿precautions¿ warning IFU (reprocessing manual) describes about handling of the endoscope reprocessor in the following section. Chapter 1, ¿general policy¿ section 1.4, ¿precautions¿ warning in addition, regarding replacing the water filter, it was confirmed with IFU for oer-6 that there was the following description. Chapter 7, ¿reprocessing endoscopes and accessories using an automated endoscope reprocessor/washer-disinfector¿ section 7.3, ¿replacing the water filter (maj-2317) olympus will continue to monitor field performance for this device. This report is related to MFR 17886. (1/2)

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's (lm) review of the customer cleaning disinfection and sterilization (cds) processes, results of third-party testing, the device evaluation and the lms final investigation. The lm reviewed the customer provided the cds processes where the following deviation from the IFU was confirmed: ¿the brush used for brushing the channel was wiper pullthru made by abis inc., and the brush for the outlet was double head stubby brush made by abis inc. There was a past case where the dual-ended cleaning brush made by avanos medical, inc. Was used when the culture test result for another lower gastrointestinal endoscope was positive, resulting in the negative result. There may be concerns about the brushing quality same as the past case¿. The user facility provided the following result of the culture test: sampling date: (B)(6) 2024. Sampling from: the instrument channel. Bacterial identification: rahnella aquatilis. Number of bacteria (cfu (s)): 1+ bacterial identification: peanibacillus durus number of bacteria (cfu (s)): 1+ bacterial identification: sphingomouas paucimobilis number of bacteria (cfu (s)): 1+ bacterial identification: ochrobactrum anthropic number of bacteria (cfu (s)): 1+ bacterial identification: candida albican number of bacteria (cfu (s)): 1+ the device was evaluated where the device did not meet the specifications or function. Foreign material was found inside the nozzle. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Based on the results of the investigation, a deviation from IFU was confirmed therefore, reprocessing may have been conducted insufficiently. The reported event was not confirmed as the scope was not microbiologically tested by olympus. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." The subject event can be detected and prevented by implementing in accordance with the below IFU. Instructions for gif/cf/pcf-290 series operation manual chapter 5 , ¿preparation and inspection¿ describes how to detect the event. Instructions for gif/cf/pcf-290 series reprocessing manual chapter 5 ,¿reprocessing the endoscope (and related reprocessing accessories)¿ describes how to prevent the event. Olympus will continue to monitor field performance for this device.